Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
It was reported that beginning on (B)(6) 2011, the patient obtained low blood glucose levels such as 40 mg/dl. The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient has received treatment with carbohydrates and no bolus doses of insulin. There were no unintended insulin infusions given. Troubleshooting revealed all pump settings, programming, date/time are correct and the basal doses given correctly match those programmed. As the patient experienced blood glucose levels suggesting severe hypoglycemia while using the pump, this complaint is being reported.